Event description:
It was reported that when the patient connected the black controller cable to the mpu and disconnected the white controller cable from the battery, a no external power alarm was activated. The alarm went away once the white cable was connected to the mpu. The patient also noted that there were intermittent connect to power alarms when they used battery power; however, the alarm would turn off when the controller was repositioned.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect alarms was confirmed via the submitted log files. A review of the log files spanned approximately 7 days ((B)(6) 2022 per time stamp). On (B)(6) 2022 at 20:40, (B)(6) 2022 at 16:50 and 19:14, (B)(6) 2022 at 12:34 and 16:25 while connected to the mobile power unit (mpu) and on (B)(6) 2022 at 12:22 while connected to batteries, there were power cable faults on both power cables not associated with a power source exchange. The power cable disconnect alarm activated with this event as well. The alarms did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The returned system controller, serial number (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. Functional testing revealed high resistances in wires in both cables. This is a sign of early-stage wire fatigue. However, no alarms were produced while testing. The cable jacket and shielding of the power cables were stripped and no damage to the underlying wires were found. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power and power cable disconnect alarms. Heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number for mpu: 2916596-2022-11178.